Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified left circumflex artery and left anterior descending artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon catheter was unable to cross the lesion. In addition, it was also noticed that the balloon ruptured at 6 atmospheres during the first inflation. The procedure was completed with another of the same device. No patient complications were reported.